Event description:
The device delivered 3 shocks for vf. Vf rxl was a 35 j charge that delivered only o. 7 j with a shock impedance of less than 20 ohms. Vf rx 2 was a 35 j charge that delivered only 0.3 j with a shock impedance of less than 20 ohms. Vf rx3 was a 35 j charge that delivered 35 j with a shock impedance of 93 ohms and was successful at terminating the arrhythmia. The reduced energy and low impedance values for rx 1 and rx2 are indicative of a short circuit protection (scp) event during the first phase of delivery. This can occur due to an issue with the device or an issue with the lead. While there is no clear and obvious evidence of a lead issue, we cannot confirm whether this points to a device issue or a lead issue. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).